Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "constant air in line alarm" which were verified through a review of the event history log by the presence of "air-in-line!" But were not determined if the alarms were true or false. Evaluation did not reproduce the reported symptom due to a constant reload set. The cause was determined to be the upper ultrasonic sensor fluid readings out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.